Manufacturer narrative:
The lead was returned due to lead dislodgement and twiddler's syndrome. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with dried blood. The measured full helix extension length was within specification .visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The suspected cause of the rv lead dislodgement was twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable.